Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by medicrea revealed that the comb was damaged and the device calibration was out of specifications. Repair of the skin graft mesher was performed by medicrea which included replacement of the comb and bearing washer kit. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the device comb was damaged and calibration was out of specifications. The root cause of the reported event was due to the damaged comb. The issue was resolved with the replacement of the comb and bearing washer kit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It is reported the item was defective. Initial inspection of the skin graft mesher by medicrea revealed that the comb was damaged. No adverse events have been reported as a result of this malfunction.